Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device did not mark an asystole event in episode 470 on (B)(6) 2024 at 10:57pm even though the criteria window of time was passed. There appeared to be noise during asystole event and the recording showed bradycardia. Device remains implanted. Should additional information be received, this file will be updated.